Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2019. Event month and event day were not provided. A manufacturing record evaluation was performed for the finished device lot number and no non-conformance's were identified. Attempts are being made to obtain the following information and the device: did the patient experience any adverse consequences due to this issue? Is the white tissue pad completely missing from the clamp arm of the device? To date no response has been provided. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a partial colectomy without video colostomy procedure, there presented detachment of the insulation of the sealing rod. Patient consequence was not reported.